Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis with a high blood glucose level of 1200 mg/dl on (B)(6) 2015 at 7:20 pm. The customer was treated with manual injections. This is the customer's their insulin pump replacement and states that they hardly use the insulin pump because of excessive no delivery alarms. It turns out that the customer was sent the wrong model insulin pump which is the reason why they keep getting no delivery alarms. The customer was sent the right insulin pump.

Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery test, no alarm noted during testing. The device had minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.